Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The screwdriver was received for evaluation. Visual review of the returned device identified the tip to be fractured, which confirmed the complaint. Dimensional and functional analysis of the tip could not be conducted due to the damage. Review of the certificates of conformance show that the device was manufactured conforming to product specifications. The reported device is used for treatment. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ ni. Expiration date ¿ ni. Manufacture date ¿ ni.

Event description:
During a left metatarsophalangeal joint fusion procedure, once the screw had been fully seated in the plate, the tip of the screwdriver fractured and remained imbedded in the head of the screw.